Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced drainage at the ipg site. As a result, an irrigation and debridement were performed on the site. Cultures were taken and the pt was placed on IV/oral antibiotics. F/u revealed no signs of infection were found.